Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 16-may-2024 & 20-may-2024, it was reported that the three infusion set tubing was leaking at site area. The infusion set is long for 1-2 hours. No further information available.

Manufacturer narrative:
Initial and final MDR 1901908 - MDR 3003442380-2024-11713 - device 1 of 3.